Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history cannot be performed, due to the lot number not being provided. The investigation was unable to determine the conclusive cause for the reported failure to difficulty to close or retract foot; however, the reported entrapment of device or device component and the subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d10: correction- device was initially reported to be returning; however, additional information reported that the device was discarded h3: correction- device was not returned.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the sutures of two proglide devices were successfully pre-placed in a heavily calcified right common femoral artery using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sheath was upsized to a 14f and the tavr procedure was completed. Reportedly, hemostasis was not fully achieved with the pre-placed proglide sutures. An additional proglide was used in an attempt to achieve hemostasis; however, after deployment, the lever could not be closed to retract the foot of the proglide and the device became stuck and could not be removed from the patient anatomy. Cut down surgery was performed to remove the proglide and hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.